Manufacturer narrative:
The field service representative (fsr) cleaned multiple dirty areas on the module and found the reagent probe tubing was incorrectly positioned. The issue was resolved with the replacement of the reagent probe tubing. A review of the instrument service history for serial number (B)(6) showed that no additional discrepant result issues have been reported since the service activity was completed. No other service or complaint activities were identified on or around the date this complaint was initiated that could have contributed to the issue. A review of complaint and trending data for the alinity c processing module did not identify an increase in complaint activity related to this issue. Additionally, complaint and trending data associated with the reagent probe tubing did not identify any trends. A review of manufacturing documentation did not identify any nonconformances related to the reported issue, and labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency was identified for the alinity c processing module, serial number (B)(6), or the reagent probe tubing.

Event description:
The customer reported falsely elevated magnesium results generated by the alinity c processing module for two patients. The samples were repeated, and normal results were obtained. The following data was provided: reference range: 1.7 to 2.4 mg/dl. Sid (B)(6) (81-year-old female): initial result = 6.3 mg/dl, repeat result = 1.7 mg/dl. Sid (B)(6) (86-year-old male): initial result = 6.4 mg/dl, repeat result = 1.9 mg/dl . No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer reported falsely elevated magnesium results generated by the alinity c processing module for two patients. The samples were repeated, and normal results were obtained. The following data was provided: reference range: 1.7 to 2.4 mg/dl. Sid (B)(6) (81-year-old female): initial result = 6.3 mg/dl, repeat result = 1.7 mg/dl. Sid (B)(6) (86-year-old male): initial result = 6.4 mg/dl, repeat result = 1.9 mg/dl. No impact to patient management was reported.